Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there are 3 holes on the balloon. There was no patient injury.

Manufacturer narrative:
(B)(4). The returned sample was carefully removed from polybag and visually inspected. Visual examination was conducted and observed that the balloon had burst rather than 3 holes as per complainant description other abnormalities or design irregularities observed on the returned samples. Close examination under high magnification lens (60x magnifications) been poked with sharp object which likely had initiated the tear that lead to burst balloon. The scratch appearance is likely due to the problems of solid residues in the bladder or urethra that will create balloon surface and urethra. The trace of poked may happened due to contact with sharp or pointed object such as various needle, clamper or kidney dish/tray that weaken the balloon membrane resulted the thin balloon membrane to burst. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon will be culled out. Other remarks: based on the investigation conducted on the actual sample, it is believed that the balloon may have been poked with sharp object and initiated the tear that lead to the balloon burst. The failure could have happened due to contact with sharp or pointed object such as encrustation or bladder stone that weaken the balloon membrane resulted the thin balloon membrane to burst. Therefore, this complaint could not be confirmed as stated. The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. (B)(4).

Event description:
It was reported that there are 3 holes on the balloon. There was no patient injury.